Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported the sensor and blood glucose reading low threshold suspend alert. Customer's blood glucose was 171 mg/dl. Troubleshooting was done. No further information provided.